Event description:
The customer contact reported during preventative maintenance testing at the user facility, device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found at power up the device alarmed for service alarm code. The device has been identified as part of a product recall.